Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included toxemia (during each pregnancy.), gravida and parity 3. Concurrent conditions included uterine bleeding, uterine fibroids, frequency urinary, overweight and blood pressure high. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/abdominal pain/lower quadrant pain") and allergy to metals ("allergic reaction associated with a nickel allergy"). On an unknown date, the patient experienced arthralgia ("joint pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("weight gain"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterine pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, migraine, weight increased, adnexa uteri pain and uterine pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion per mr: (B)(6) 2009, hysterosalpingogram findings: there is an essure device in the right fallopian tube. No opacification of the left fallopian tube occur. Impression: elongated uterus most likely secondary to uterine fibroids. Essure device in the right fallopian tube, with no passage of contrast beyond this device. No opacification of left fallopian tube. This may be secondary to fallopian tube spasm or occlusion of the tube by fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, arthralgia were added. Reporter, patient demographic information, product stop date, concomitant diseases, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.